Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that postoperatively to an unknown procedure, it was observed that the reaming attachment device would throw drill bits - the attachment was off axis. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The investigation summary has been updated to reflect the correct information. Investigation summary : the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the device had the following failures: cannot engage attachment - coupling, does not function and component damaged. It was further determined that the device failed pretest on the following: general condition, check pins length of handpiece coupling, check general function in running mode and check for runout inspection in running mode. Therefore, the reported condition that the device would throw drill bits - the attachment was off axis was confirmed. The assignable root cause was determined to be due to improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the device had the following failures: cannot engage attachment - coupling and does not function. It was further determined that the device failed pretest on the following: general condition, check pins length of handpiece coupling, check general function in running mode and check for runout inspection in running mode. Therefore, the reported condition that the device would throw drill bits - the attachment was off axis was confirmed. The assignable root cause was determined to be due to improper maintenance.